Event description:
Pt was undergoing r posterior cervical injections when emg needle broke at the hub and was lodged and lost beneath the skin. An attempt to retrieve the needle with a small incision under local anesthetics was unsuccessful. The broken needle was retrieved in the operating room.